Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product identified signs of use in the form of nicks, gouges, and witness marks. Both thread forms are deformed and damaged. Both screws have outer head diameter fragments that remain attached. No other damage was noted. Product identifiers that could be measured were found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned screws showing damage and fractures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw was scratched when inserted. The screw was not used. There are no known consequences or impact to the patient. Attempts have been made and no further information has been provided.